Manufacturer narrative:
The handpiece was rec'd at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and no lube in any of the bearings on the rotor and driveshaft, which were replaced along with the motor, spindle housing, and all bearings. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.